Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted the insulation was torn around the circumference and the high voltage cable was fractured 21mm from the terminal pin, which was the location where the terminal pin would exit the header port. As a result, the clinical observation was confirmed.

Event description:
Boston scientific received information that the device was programmed to monitor only as there were shock impedance measurements greater than 125 ohms on the right ventricular (rv) lead. As a connection issue between the adapter and lead was suspected, a revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Information was received that during the procedure, the suture was not connected to the muscle tissue. The device had moved downward to the lower part of the abdomen. The connections were tight through this and all three adapters had insulaton damage where the header ends. It was suspected that the change of device position created too much tension on the adapters. As no device malfunction was suspected and there was sufficient longevity, the device remains implanted with a new rv lead. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.